Event description:
An overdose was reported; the symptoms were unknown. It was reported that the pocket was filled with 9cc (2 cc were absorbed); 31 cc were removed from pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.